Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, the patient underwent a psf to treat sudden scoliosis. During the procedure, a screw cross threaded during final tightening with the correction key. A screw tab broke off. The broken tab was removed and when the final tightening was tried again, the head of the screw broke. The broken screw was replaced, and the rest of the procedure was completed with a less than thirty (30) minute delay. No fragments were retained in the patient. This report is for an expedium screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional procode: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a depuy synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the 5.5 exp verse can scr 4.35x25 device had the internal thread of the screw head (p/n: 887042533) stripped. Also, based on the evidence provided, it can be concluded that the tabs of the complaint piece broke off. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 5.5 exp verse can scr 4.35x25 device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.